Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1221371. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was blocked and couldn't deliver insulin during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, due to diabetes, the patient needed to be given human insulin injection hypoglycemic treatment before meals. During the process of pumping insulin, insulin could not be pumped out with an insulin syringe, so it was replaced immediately."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was blocked and couldn't deliver insulin during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, due to diabetes, the patient needed to be given human insulin injection hypoglycemic treatment before meals. During the process of pumping insulin, insulin could not be pumped out with an insulin syringe, so it was replaced immediately."